Manufacturer narrative:
The reported event of connections problem was confirmed. Analysis revealed that the device was above elective replacement indicator (eri). The ventricle setscrew was unable to tighten upon receipt. Analysis found the wrenches were being inserted off-center and at steep angles and caused stripping on the ventricle setscrew inset which is consistent with user error, which resulted in the reported event of connection problem. No device anomalies were found. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the header failed to connect to the lead because the set screw had loose connection. The pacemaker was removed and replaced. The patient was in stable condition throughout.